Event description:
A week prior to easter (exact date unknown), the pt, a very brittle iddm, obtained a blood glucose result on her one touch profile meter of 200 mg/dl (her bg normally runs 400-500 every day). It was reported that her ketones were high and her breath smelled fruity. She went to the hosp 2 hrs later where a laboratory blood glucose result was 800 mg/dl. She was treated with IV, r insulin and potassium, admitted and informed she had bleeding ulcers (a ng tube was inserted). Although the meter is cleaned every day, the rptr uses the control solution to clean the meter optics. Calibration tests designed to detect potentially inaccurate results are not performed.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.